Event description:
The physician attempted to deliver an emboshield embolic protection device into the internal carotid artery .while trying to advance the device into bifurcation, a premature deployment occurred. Reportedly, "the device deployed without pulling the pull pad." The physician had to use a competitors retrieval device to retrieve the emboshield. A second emboslished was used to complete the procedure. It is unknown if this event prolonged the patient's hospitalization. There was no patient injury or death reported as a result of this event.